Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf and a steam pop occurred. Steam pop occurred during cavotricuspid ishmus (cti) ablation. No high force, no high impedance. 45w. Checking for complication with echo after the procedure didn't reveal any complications. However, patient would stay one night in hospital for supervision. There was no delay in the procedure. Only radiofrequency (rf) energy was used during the procedure before the steam pop. 2 indifferent electrodes were used when using rf and an ngen generator. The procedure continued and was successfully completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 20-apr-2026, it was noticed an incorrect date (27-mar-2026) was reported in field "g3. Date received by manufacturer" of the 3500a initial medwatch. The correct date is 26-mar-2026. Please consider this correction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).